Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 125cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a rupture to the right breast prosthesis by an unknown methodology. As a result, the patient underwent removal at an undisclosed time.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor completed an evaluation of the device utilizing the photo. Evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured and inside of a plastic bag. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 17, 2022, the mentor analysis lab received the medical device for evaluation. Furthermore, a patient identifier was provided and decontamination paperwork received with the device provided mentor with a date of explantation of (B)(6) 2021. An evaluation was complete on february 02, 2022. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the anterior view, measuring 1.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Reference number: (B)(4).